Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's center button and down arrow button were nonresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer used new battery but the buttons were not responding. Insulin pump also had a crack on back in reservoir and battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.